Event description:
It was reported that a device experienced a constant upstream occlusion alarm when no occlusion was present. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device in question was returned and evaluated by baxter. Evaluation found the unit to operate correctly with water (distilled) filled set. However, when a 20% mixture of glycerin was introduced into the IV set the unit went into an upstream occlusion alarm. The reduction in signal loss was found to be 22.9% for the upper sensors and 22.7% for the lower sensors. The root cause appears the spacing between the upstream pusher and the upstream sensor crystals is too wide, causing the upstream sensor signal to be reduced by greater than 5%. By adjusting the pusher to make this spacing tighter, the sensor has less signal loss. The response from a clear solution such as 0.09% saline to a solution such as 20% glycerin in minimal, less than 5%. The effected upstream sensor / pusher were replaced.